Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, a post-implant balloon aortic valvuloplasty (bav) was performed due to paravalvular leak (pvl). Approximately one month later, the patient was re-hospitalized with congestive heart failure. During the hospitalization, severe pvl was noted. A bav was performed to plug the pvl. Following the bav, the pvl severity became mild. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: media files were provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 88.4 millimeter (mm) with a perimeter derived diameter of 28.1mm suggesting a 34mm evolut. The aortic valve appeared to be significantly calcified with annular calcification extending to the left ventricular outflow track. Images of the index procedure were not provided for review; however, it is known that a post implant dilatation was performed due to paravalvular leak. It was reported that the paravalvular worsened and the patient was hospitalized approximately one month later. The media files provided show evidence of a balloon dilatation and implantation of a paravalvular leak. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; underexpansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.